Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.

Event description:
The plaintiff's attorney alleges that the patient experienced a sudden cardiopulmonary arrest, within 24 hours of the patient's last dialysis treatment, and expired. These allegations were alleged to have been caused by the product which was administered to the patient for dialysis treatment.